Event description:
Health care professional (hcp) reports 6 fiber leaks noted by blood in the dialysate compartment during patient treatments every month. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. The dialyzers were reused prior to the reported events, exact number of times unknown. Hcp reports no patient injury or need for medical intervention.